Event description:
A philips remote service engineer (rse) spoke with the customer and confirmed the problem. The rse retrieved the strips and logs for analysis. The pic ix system did not malfunction. The customer¿s problem was found to be due to the configuration of the alarms. The issue was resolved by the rse explaining that it was impossible to change the criticality of the alarm, but that the alarm threshold of the pause and asystole can be adjusted. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the pause alarms were sounding as yellow alarms rather than red alarms at their philips information center ix (pic ix). The device was in use on a patient. There was no report of patient or user harm.